Manufacturer narrative:
Block b3: exact date unknown, event occurred over several months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent implantable pulse generator (ipg) charging issues. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned.